Manufacturer narrative:
Philips service provided recommendations and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geo ipc failed to boot; manual intervention was required on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.